Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, pressure transducer printed circuit board was defective and needs to be replaced. The issue has been resolved by replacing the part and the device was delivered to the user in working condition. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).